Event description:
Additionally, the healthcare provider reported "rupture and contracture", baker grade unknown. The device was explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional reason for reoperation is capsular contracture, baker grade unknown.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, brown particle material was found on the shell, and one extended opening. A weight test of the device was completed and the device was found to be underweight. A microscopic analysis was performed which identified one opening found with crease (smooth) edge on anterior assessed as fold(flaw) opening, and sharp edge with nick assessed as surgical impact opening, and wear abrasion. A dimension measurement in the shell was performed which identified the thickness to be within specification. Based on the device analysis the final assessment is one opening found with the following conditions: crease(smooth) edge on anterior assessed as fold(flaw) opening, sharp edge on posterior with nicks assessed as surgical impact opening.

Event description:
Health professional reported left side rupture and "contracture", baker grade unknown. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side rupture. Device remains implanted.